Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). The technician in charge replaced the ups batteries and the problem could be solved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console did not pass to batteries when unplugged from the mains power and device shut down. Reportedly, battery where displayed as 100% status. The issue was identified during maintenance.there was no patient involvement.

Manufacturer narrative:
H10: the root cause of the reported event was traced back to defective batteries.

Event description:
See initial report.